Manufacturer narrative:
(B)(4).. The complainant indicated that the device was contaminated/disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the pancreas for pancreatic drainage during a biliopancreatic endoscopic ecography procedure performed on (B)(6) 2021. During the procedure, the second flange initially failed to deploy; however, it eventually deployed but in an incorrect location. The stent was removed using a snare. Another axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.